Event description:
The report stated that following a radio frequency ablation procedure, when removing the pt return electrode pad, a 1cm x 3cm blister was noticed on the right thigh where the pad had been positioned. The pt was treated with ointment and the injury was described as a 1st to 2nd degree burn. The ablation was at a maximum of 70 w for a total ablation time of 15-16 minutes. Two pads were returned and both were tested. On 05/15/2008, testing found no impedance on either pt return electrode. The first is reported on report 1717344-2008-00072.

Manufacturer narrative:
(B) (4). (B) (4). Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. In this particular investigation a the foil was discolored and slightly degraded at the bottom of the tab. The sample did not show a resistance reading. The sample was terminated too low by the vendor. The results of the resistance test indicate that the condition of the pad could have contributed to a burn. To mitigate this condition a specification was added to the drawing to assure proper gap between the termination and the gel, which will reduce the likelihood for corrosion of the foil. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.